Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed that there were contact marks on the probe and non-insulated area with the worn pad. The ptfe pad of the subject device was severely worn. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the investigation of the subject device and the similar cases in the past, the wearing of the ptfe pad might be caused by activation in seal & cut mode while grasping nothing. The contact marks and the short circuit error might be caused by coming in contact between the probe and non-insulated area with the worn pad. The instruction manual of the subject device warns; *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. *when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. This report is being submitted as a medical device report in an abundance of caution.

Event description:
It was informed that the doctor began the procedure with the subject device.10 minutes later, the short circuit error occurred several time. Details of the procedure were unknown.the doctor completed the procedure with another device. There was no patient injury regarding this report.on (B)(6) 2016, olympus medical systems corp. (Omsc) confirmed that the ptfe pad of the subject device was severely worn.